Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged in a secondary procedure.